Manufacturer narrative:
Associated accessory device: act monitor, model # com001, asset # 3122139204, (B)(4). Sensor was returned to manufacturer. Lead wires were replaced and the sensor was retested on a simulator. The device passed all functional tests following repair and was released for distribution.

Event description:
Patient's sensor melted the electrodes and the exposed wire burned her skin.